Event description:
Reporter indicated that, a vns patient no longer felt stimulation and had experienced an increase in seizures for approx one month. It was reported that the patient had no seizures with a vns therapy and then recently began having approx three seizures per day. The patient's pre-vns baseline is unk. It was initially reported that the physician believed the patient's generator had most likely reached end-of-service. It was then reported that the patient followed up another physician who increased the vns settings and the patient's seizures were more controlled after this change. It was reported that the physician stated that, the patient's generator had "about a year left" and did not want to replace the generator yet.